Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on and the meter's display was cloudy. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient alleged that on (B)(6) 2011, at approximately 9pm in the evening. He noticed the display on his meter was cloudy and his meter would not turn on. The patient stated he manages his diabetes with insulin using an insulin pump and is a self adjuster. The patient denied making any changes to his usual diabetes management routine in response to the alleged issue and reported that approximately 3-4 hours later he developed symptoms of "feeling uneasy and tired." The patient informed the mss that he worked out/exercised to alleviate his symptoms and felt better afterwards. At the time of troubleshooting, the cca noted that the battery within the subject meter had been replaced approximately 3 months ago and the correct test strips were being used. There was no mention of misuse of the product and the issues remained unresolved. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.